Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The charge coupled device (ccd) unit and cover glass was broken. The bending tube was shortened and the adhesive of the bending section cover was separated. The housing of the connector plug unit was damaged. The angulation was less than the specified value. Due to clogging of nozzle, air supply volume, water removal ability and water function does not meet the standard value. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, there was no air flow from the air/water flow system of the evis exera iii colonovideoscope. The issue was found during colonoscopy procedure. The scope was retrieved and a similar scope was introduced to the patient. This took about 15 minutes. The procedure was finished with similar scope. The patient was not affected. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no obvious deviation of reprocessing was confirmed. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of cleaning/reprocessing of the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.